Event description:
The olympus representative reported the forceps channel on the evis lucera elite duodenovideoscope had a foreign object. No patient injury or procedure impact reported.

Manufacturer narrative:
Date of event: additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated, and the reported issue was confirmed. A clogged forceps channel caused a foreign object to come out. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The bending section cover bond was cracked due to external factors. There was dirt on the operation part that was difficult to remove due to handling (insufficient cleaning). Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The reprocessing of the device was per the instructions for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.